Event description:
Implanted in 1999. Pt complained of dysphagia in two months prior to event date. X-rays taken in 11/2000 indicated a "dislodgement" of one of the screws. Surgeon in 2000 to remove device.